Event description:
As reported by the sales rep per the user facility: a homecare patient brought defected valves back to homehealth company stating the ultrasites at end of his PICC lines were leaking blood. He had to go back to ER to get PICC line replaced. No ill affects. Additional information provided by the facility indicated blood loss was minimal and the patient did not require any blood replacement. The patient suffered no additional adverse sequela associated with the reported incident. It was noted that the patient attached the valves to the PICC line at home.

Manufacturer narrative:
The actual device in the reported incident was returned to the manufacturer to be evaluated. No visual manufacturing deficiencies were noted. The sample was luer taper tested and met iso standards. The sample was physically pressure tested per specification and no leaks were noted. The sample was also performance tested per luer taper specification using iso reference taper fittings. There was no leakage noted from the taper to taper connections and the sample met luer gage requirements. Since the actual sample passed all physical testing and luer taper performance testing, and the reported leakage could not be duplicated, no specific conclusions can be drawn. There are no other reports against the reported lot number.